Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe leaked. The following information was provided by the initial reporter: "we received a complaint that during manual aspiration of propofol (from a glass ampoule through the minispike vial access device) the medicine leaks past the black stopper of the syringe. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe leaked. The following information was provided by the initial reporter: "we received a complaint that during manual aspiration of propofol (from a glass ampoule through the minispike vial access device) the medicine leaks past the black stopper of the syringe. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-10 . H6: investigation summary two samples and photos received for investigation. Upon visual inspection, it can be seen the used syringe present leakage between the stopper ribs confirming the defect reported by customer. In the pictures provided it can also be seen a filled syringe with leakage between the stopper ribs. The syringe sent used shows a dent in the barrel, between the 30 and 35 marks from the scale. The unused syringe that was sent does not show any visual defect that could lead to leakage. The dent observed in the used syringe may cause the leakage experienced. A device history review was performed for lot 2104087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause, this defect is caused during assembly process before silicone station, when the dent is produced, the barrel can be deformed causing a bad adjustment between stopper and barrel leading to leakage. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe leaked. The following information was provided by the initial reporter: "we received a complaint that during manual aspiration of propofol (from a glass ampoule through the minispike vial access device) the medicine leaks past the black stopper of the syringe. "